Event description:
In 2009, the pt reported he received an e4 (occlusion) error on his insulin infusion device. He stated he had an elevated blood glucose reading of 330 mg/dl which he tried to treat by bolusing 7 units of insulin but he received the e4 after 1.7 units were delivered. The pt disconnected from his headset and primed through his tubing without error. He said the infusion headset had been in use of 3 days and he knew he would need to change it today. Repeated attempts to contact the pt were unsuccessful. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.